Manufacturer narrative:
Product analysis:analysis was able to confirm the reported complaint that the radiofrequency head was broken. Analysis also noted internal corrosion, the radiofrequency was scrapped at the service center.

Event description:
It was reported that radiofrequency head was broken. The radiofrequency head was returned and was subsequently scrapped after manufacturer analysis. There was no patient involvement.